Event description:
A malfunction was reported with a malfunction code displayed as ¿malf 0.¿ the customer did not report any notable events prior to the issue and the impact on the customer's blood glucose level was not disclosed. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.